Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head was not connecting to the video tower. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported phenomenon was not able to be confirmed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, handling and general precautions caution - do not bump or bend the electrical contacts or optical connections of the video connector. Doing so may prevent connection to the camera control unit or cause a poor connection. Olympus will continue to monitor complaints about this device. A supplemental report will be submitted when additional relevant information is received.